Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-04-23. It was reported the circumstances of the lead wire coming out of the stimulator were unknown. The patient blamed it coming out when they had an ablation and they strapped their legs together for 12 hours. Actions and interventions included walking with a walker and then a cane. The right leg gave way. They still walk with a cane if going long distances. They feel like they are walking on a block of wood with their right foot. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported their lead wire came out of the stimulator, so the doctor went in to put the lead back in to the stimulator and they added a second lead as well. The patient stated that ¿whatever the doctor did during the surgery they ended up with 37 staples when they came out of surgery so they couldn¿t even walk¿. The patient went to the healthcare provider (hcp) on (B)(6) 2018 and they were supposed to have their implant programmed, but there was no rep there and they waited for 1.5 hours. They stated the hcp was supposed to call to tell them when to tell them when to come in next to see a rep, but they hadn¿t heard anything yet. The patient was redirected to follow-up with their hcp. Patient services reviewed the role of the rep and redirected the patient to the hcp and told the patient that they would send an email to the field to make them aware of the request as well. The patient stated that they might have their pain management hcp request the rep, but after it was reviewed that any hcp could request a rep if willing the patient stated that they were going to stick with having their current managing hcp invite the rep. It was asked but was unknown when the lead came out of the stimulator, but they stated, ¿they didn¿t know but just knew the lead had been out for a while¿. The issue of the patient not being able to walk after the lead surgery occurred in (B)(6) 2017. No further complications were reported/anticipated.